Event description:
Ous MDR - after an implantation period of about 5 weeks, impedance values > 3000 ohm and oversensing were reported. No further details with regard to this incident have been reported to us. Should more information become available, this report will be updated. No adverse patient side effects have been reported. The lead was not returned to biotronik.

Manufacturer narrative:
On (B)(6) 2015 - after an implantation period of about 47 months, impedance values > 3000 ohm and oversensing were reported. No further details with regard to this incident have been reported to us. Should more information become available, this report will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis. The received follow-up data, photos and x-ray images were investigated. Upon inspection of this data the clinical observation was confirmed. Pacing impedance values > 3000 ohms were recorded on (B)(6) 2014. The photos confirmed the lead body damage at the proximal part of the lead mentioned in the complaint description. No peculiarities were noted upon inspection of the x-ray images. Based on the information available for analysis a lead to can interaction cannot be excluded as the root cause of the clinical observation. However, no conclusions can be drawn without an analysis of the lead itself. Should additional information or the device itself become available for analysis, the investigation will be updated.